Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with juvéderm voluma® xc. Two months after injection, patient developed red lump on the right side of their face. Patient received antibiotics treatment two weeks after experiencing symptoms. Patient later reported they are experiencing "tenderness, inflammation, and granuloma nodule" on the cheek 2 months post injection. Biopsy was not provided. Patient was treated with doxycycline 100mg. Patient had covid and a flu shot an unknown amount of time after injection. Symptoms are ongoing.